Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead noted high out of range shock impedance measurements. As a result, the rv lead was explanted and a new rv lead was implanted. When the new rv lead was connected to the existing device, high out of range shock impedance measurement were noted. As the out of range measurements remained consistent, the device was explanted and a new device was implanted. All measurements were appropriate with the new device and rv lead. No additional adverse patient effects were reported.